Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the drill of the disposable kit hip was broken. The device broke on insertion. All broken pieces were removed from the patient. The procedure was completed with a s+n back-up device. No delay was reported, and no other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual evaluation showed the devices were not returned in any original packaging. The drill detached at the chuck end while it was inside the drill guide. The drill shaft is stuck inside the guide. The drill tip is deformed and missing material. Bio debris is present. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive load applied to the drill while in use, incorrect attachment of the drill to the drill handle or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Internal complaint reference: (B)(4).